Event description:
Rptr did meter to laboratory comparison tests, 20-30 minutes apart. Laboratory was done first, and then rptr tested on individual meter, on return home. The laboratory test results were 151 mg/dl and rptr's meter reading was 113 mg/dl. Rptr did not have any symptoms. No further info on the tests was provided. No harm was alleged.